Manufacturer narrative:
Device UDI not available. Initial reporter information unknown. Device manufacturing date is unavailable. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having difficulty registering the patient. The patient exam had 3mm thick slices with 3mm spacing. The procedure was completed without the use of navigation. It was stated that the surgery was completed under direct visualization with and endoscope. There was a 2 min delay to surgery and no impact on patient outcome.